Manufacturer narrative:
A tosoh technical support specialist (tss) assisted the customer with the reported event. The tss shipped a new column to the customer and after installation, the customer stated that the retention time (rt) was stable and no issues with test results. The customer validated the analyzer by successfully running quality control without error and within acceptable range. Customer did not return old column. No further actions required. The g8 analyzer is functioning as expected. A 13 month complaint history and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the search period. A 13-month complaint history review for similar complaints was performed for column, serial number (B)(6) from 04sep2023 through aware date 04oct2024. There were no similar complaints identified during the search period. Review of related documentation. The g8 variant analysis mode operator's manual v 3.3 under section 1.8 and 1.9: section 1.8: interpretation of results: the sa1c measuring range is 4.0 ¿ 16.9%. The ideal retention time for sa1c is 0.59 minutes. The ideal retention time for a0 is 0.90 minutes. Results will not be reported if the total area (ta) is <500 which can be seen in severe anemia. Results will not be reported if the ta is >4000 which can be seen in polycythemia. (See ¿abnormal red cell survival in previous section). The optimal goal for total area is between 700-3000. However, a ta in the range of 500-4000 is acceptable and reportable for whole blood specimens. The chromatogram must be examined for any unidentifiable peaks (i.e., p00, p01,) before the a0 peak. Do not report the result if these peaks exist. When there is a question concerning the chromatography, repeat the sample. If the repeated sample also displays unusual characteristics, it is appropriate to evaluate whether the unusual result is due to an abnormal sample, a procedural error, an instrument malfunction or a sample-handling problem. For further information, see the troubleshooting section in this operator¿s manual. Section 1.9: expected reference values: reference ranges (non-diabetic): hba1c 4.0-6.0 % (mean 5.0 %, sd 0.5 %) the diagnosis of diabetes and identification of persons at increased risk of developing diabetes follows the ada guideline of 6.5% for the cut-off and values between 5.7% and 6.4% as being at increased risk. The most probable cause is traced to component failure of the column.

Event description:
A customer reported falsely high results on sa1c samples for the g8 analyzer after replacing their column. The customer stated that the doctor questioned the results but no treatment change occurred. The calibration and quality control (qc) results passed but the retention time (rt) was low. A technical support specialist (tss) assisted the customer in changing the flow factor. The customer then recalibrated and performed qc, which passed. The customer then reran the same sample but the results were still high. The tss will ship a new column and follow up with the customer after the new column is installed. There is no indication of any patient intervention or adverse health consequences due to the reported event.